Event description:
After using lifestyles condoms, both partners experienced reactions in the form of genital blemishes which caused much pain in the most personal place. Medical attentions was required for both partners.